Event description:
It was reported that balloon rupture occurred. The patient presented with critical limb ischemia and underwent percutaneous transluminal angioplasty of the target lesion located in the anterior tibial artery. After crossing the guidewire, the lesion was dilated with a 4.0mm x 20mm x 143cm nc quantum apex balloon catheter. However, during the initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The patient presented with critical limb ischemia and underwent percutaneous transluminal angioplasty of the target lesion located in the anterior tibial artery. After crossing the guidewire, the lesion was dilated with a 4.0mmx20mmx143cm nc quantum apex balloon catheter. However, during the initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was 90% stenosed and mildly tortuous. The device was removed intact from the patient's body.